Manufacturer narrative:
After battery installation, device displayed a critical pump error due to rust at the bottom of the battery compartment and traces of mold inside the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a hairline crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.